Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicates that the overlay tubing of the lead became extrinsically distorted due to kinking and buckling. Visual analysis of the lead indicates damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use, the lead was inspected and the physician noticed an apparent insulation damage of the lead. The lead was not used and a different lead was implanted. No patient complications have been reported as a result of this event.